Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 2 years 4 months post implant of composix l/p mesh, patient was diagnosed with adhesions, hernia recurrence and material deformation thereby underwent repair with mesh removal. Per operative notes, "the old mesh had retracted and was noted to be in a ball. This was excised." The instructions-for-use (IFU) supplied with the device identify hernia recurrence and adhesions as possible complications. This emdr represents mesh ¿ composix l/p (device #2). An additional emdr was submitted to represent mesh ¿ composix l/p (device #1) and a supplemental emdr was submitted to represent sepramesh ip (device #3). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with symptomatic ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #1). Per operative notes, "lysis of adhesions was required and the defect was identified. A composix l/p mesh (device #1) was placed through the middle of the defect and secured.¿ (B)(6) 2013 - patient was diagnosed with symptomatic recurrent ventral hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device #2). Per operative notes, "dense adhesions noted to the previously placed mesh were lysed. A composix l/p mesh (device #2) was secured into the peritoneal cavity, brought out through the defect with suture and secured." (B)(6) 2014 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of sepramesh ip (device #3). Per operative notes, "hernia defect was easily reduced. A small section of sepramesh ip (device #3) was secured into the peritoneal cavity, sewn circumferentially into the defect and sutured." (B)(6) 2015 - patient was diagnosed with ventral & left inguinal hernia thereby underwent repair with mesh removal (device #1, #2 & #3). Per operative notes, "the old mesh (device #1, #2 & #3) had retracted and was noted to be in a ball. This was excised. Limited lysis of adhesions was required. A prolene mesh was secured with sutures." Attorney alleges that the patient had adhesions, hernia recurrence, infection, excised abdominal wall sinus, extensive scar tissues, excision of mesh and emotional injuries.